Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set soft cannula bent events on 24-apr-2024. Insertion site was at abdomen. Event occurred after three hours of insertion. Blood glucose levels were 630 mg/dl and ketone levels were also high at the time of event. Patient took correction injection via multi-daily injections to address the event and he changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.